Event description:
Taxus express2 study. Same case as MFR report #: 2134265-2008-00872. It was reported that during a coronary artery drug eluting stenting procedure plaque shift occurred. The target lesion was 63% stenosed and located in the mid lad (left anterior descending) measuring 2.37x15.5mm. A 3.5x24mm taxus express2 drug eluting stent was implanted in the proximal lesion at 16atms without predilatation. Following deployment, a new stenosis caused by plaque shift was found in the distal portion to the stent and was treated with a 3.5x8mm taxus express2 drug eluting stent at 10atms. When postdilating the stents with the delivery balloon, another new stenosis caused by plaque shift occurred in the proximal lad and was treated with a 3.5x20mm taxus express2 drug eluting stent at 18atms. The stents were postdilated at 18atms. There was no gap between the stents. Residual stenosis was 15%. Intravascular ultrasound (ivus) revealed the stents were well apposed. The patient was discharged two days post procedure. The patient's condition following the procedure was noted to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.